Event description:
It was reported that when the surgeon checked the crosslink connector, the surgeon found that the set screw loosens and comes off. The surgeon tried to assemble the set screw on the crosslink connector, but it was difficult to insert the set screw to the connector. Finally, the crosslink connector was not used in the operation.

Manufacturer narrative:
Method: device history review and device evaluation. Results: no manufacturing issues were identified for reported lot code. Visual inspection indicated the returned device was received with the set screws fully threaded. No visual issues were identified. Functional inspection indicated both set screws were able to be threaded and unthreaded. No functional issue was found with the device conclusion: the most likely cause of the customer reported event is unthreading of the set screw by the user, resulting in its disengagement.

Event description:
It was reported that when the surgeon checked the crosslink connector, the surgeon found that the set screw loosens and comes off. The surgeon tried to assemble the set screw on the crosslink connector, but it was difficult to insert the set screw to the connector. Finally, the crosslink connector was not used in the operation.